Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that the patient went through six devices at the airport and the alarms never went off; they just went off at the store. It didn't hurt like it did the first couple times, but it was embarrassing. They had to completely turn the stimulation off so the detectors didn't sound and was displeased with that.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported every time she went into a (B)(4) or a (B)(4)¿s she and made the theft detector go off. The patient reported she went into (B)(4) and made it go off and also made it go off when she walked out. The patient reported that happened all of a sudden and she was concerned why it started happening, even though the ins was implanted in (B)(6). The patient stated she went to belize and it didn¿t happen. The patient noted she when she was driving home that ¿it was kind of like stinging a little bit where the implant was.¿ the patient reported it was not stimulating her, but stinging her butt and was hurting where the implant was. The patient stated she thought she had an appointment with the healthcare professional (hcp) in (B)(6) and stated she would reach out to him sooner if the issue persisted. The patient noted the stinging and hurting at the ins site began on (B)(6) and the theft detectors going off began on probably (B)(6). There were no further complications that have been reported as a result of this event. The patient is implanted for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.